Event description:
Additional information from the patient reported they are going to have an MRI for the thoracic area and upper area of the shoulder and neck. It was noted that the patient confirmed this was related to the events they previously reported. Follow up information from (B)(6) 2016 reported that in order to resolve the issues of bladder and bowel incontinence and stinging pain at the ins site, the patient previously reported, they were reprogrammed by the healthcare provider (hcp). The patient noted "still dribbles".

Event description:
The patient reported that they felt a stinging pain where the implantable neurostimulator (ins) was while walking to the their kitchen the day of and day prior to the report. It was indicated that the patient stepped back and fell flat on their back at (B)(6) on (B)(6) 2016. She got cut, bruised, and mentioned that the back pain was worse since the fall. It was noted that the patient's bowel incontinence returned, and had an accident in the car the day prior to the report. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Supplemental report sent to report that the patient has had ins replaced due to previously reported fall.

Event description:
The patient reported that she "had a fall" in which she hurt her feet, broke bones, had soft tissue issues, and needed to have her ins replaced. The patient stated that the symptoms of her feet hurting, broken bones, and soft tissue issues were not related to the ins or therapy. Additionally the patient stated that she had a back surgery prior to the fall, but again this was not related to the ins or therapy. The patient stated that the ins replacement has already occurred and that she needed MRI guidelines in order to have an MRI of her feet in order for her hcp to diagnose the foot and soft tissue issues. The patient also mentioned a previous x-ray and cat scan, but again reported that these were not associated with the ins or therapy. Patient status is unknown at the time of this report. There was no allegation that the fall was caused by the patient's ins or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.